Event description:
It was reported that during an in clinic follow up, the implantable cardioverter defibrillator (ICD)'s capacitor exhibited failure to charge. No intervention was performed. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing and all quality control tests prior to its distribution. Further information was requested but not received.